Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump buttons would not work. The customer also reported that the insulin pump was submerged in water. The customer was unable to confirm if the drive support cap was normal/protruded/ loose/sticking out. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump is being replaced and not expected to return for analysis.